Event description:
It was reported the pt was implanted with a penta model 3228 scs lead on (B)(6) 2014. On (B)(6) 2014 it was found that the use by date to support product sterility was three weeks earlier ((B)(6) 2014). The implanting physician has been made aware of the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.